Event description:
Devices explanted. Need for additonal surgery. Patient has developed an intracapsular rupture on the left with a baker grade 3 capsular contracture as well as a grade 1 capsular contracture on the right. She is scheduled for silicone explantation with capsulectomy and replacement with saline implants.patient had an MRI performed in late 2009 which showed a possible left silicone implant rupture. She then presented to the clinic per dr for evaluation of possible explantation with replacement. At that time, very minimal rupture was observed, and she was recommended to wait for another 6 months. She then followed up with another MRI 7 months later which showed definitive leak and then saw dr again, at which time it was determined that she should undergo bilateral explantation of the silicone implants.